Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir found the reservoir transfer guard needle to be occluded and unable to perform the pre-fill test. However, using a new lab transfer guard performed the pre-fill test showed that the reservoir was functioning properly and passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after inserting a new infusion set and reservoir, insulin began to come out of the insulin pump when the reservoir was placed into the device. The patient's blood glucose at the time of incident was 85 mg/dl. The customer successfully rewound the insulin pump and tried again and more insulin came out of the insulin pump. The customer tried new reservoir and the same anomaly occurred. The customer resolved the issue by trying a reservoir from a different batch. The customer declined replacement products; however, she will return the reservoir for analysis.